Manufacturer narrative:
The field service representative found the rinse tubing vacuum tube had a slight crack. He replaced the damaged tubing and checked the other tubings. He ran successful calibration and qc and compared ise results from this analyzer to another cobas analyzer and the results matched. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c501 module. The initial results were reported outside of the laboratory. Because calibration and quality controls were out of range high, the customer decided to repeat the patient sample on another analyzer. The initial sodium result was 142 mmol/l and the repeat result was 130 mmol/l. The initial potassium result was 5.8 mmol/l and the repeat result was 4.4 mmol/l. The initial chloride result was 108 mmol/l and the repeat result was 98 mmol/l. The electrode lot numbers and expiration dates were requested but were not provided.